Manufacturer narrative:
Date of event is an approximate. The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced difficulties with this inflatable penile prosthesis (ipp). It was said that the device takes 70 to 90 pumps to get an usable erection. No further information about a future surgery has been reported.